Event description:
Siemens medical solutions USA, inc. Was notified on april 11, 2024, of a customer service engineer injury that occurred on (B)(6) 2023. Allegedly, the engineer sustained a fracture and laceration injury to his finger that required stitches, while servicing the device contrary to the service instructions. No labeling or product defects were found. The described event cannot cause injury to patients or operators while in clinical use at a user facility.